Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped and replaced because it was not well located in an anterior vein. Patient has acute chronic severe lv systolic dysfunction heart failure. Should additional information become available, this file will be updated.